Event description:
It was reported that during an unspecified spinal surgery the instrument was found broken. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.